Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced nocturnal hypoglycemia after announcing dinner when glucose was approximately 86 mg/dl, which was followed by a low glucose event with a nadir of 57 mg/dl and about 20 minutes outside the 70¿180 mg/dl range; no alarms occurred, no backup therapy was used, and no medical intervention was required. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact on glucose control without hospitalization or other clinical sequelae. Investigation included review of uploaded device data and provision of troubleshooting and user education regarding timing of meal announcements in relation to current glucose. Investigation of this case revealed user-related workflow contributing to hypoglycemia in the setting of a meal announcement at a low-normal glucose, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user interaction and use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.